Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing that led to pacing inhibition. No intervention was reported. The patient condition was unknown.

Event description:
New information received indicates that programming changes were made. The patient was stable.